Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (70327u159) referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation (tr) with a grade of 3-4. It was noted that the septal/anterior commissure was difficult to visualize. One clip (70327u159) was deployed on the septal/posterior leaflets. After deployment, it was noted that the clip had detached from the septal leaflet and remained attached to the posterior leaflet (slda). The second clip delivery system (cds 70331u126) was advanced for treatment of the slda. During deployment, the actuator knob was turned 8 times, but the clip did not initially release from the system. There appeared angulation between the clip and the cds shaft. Troubleshooting was performed for 4 minutes, and the clip successfully deployed. Two clips were implanted, reducing the mr to 2-3. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip nt instructions for use (IFU) states that: the mitraclip nt clip delivery system is indicated for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, the user should always use pressure monitoring, echocardiogram and fluoroscopy for guidance and observation during use of the mitraclip nt system. Based on the information reviewed, the reported difficult to deploy the clip appears to be a combination of patient morphology/pathology and user technique/procedural conditions. The reported improper or incorrect procedure or method (indication of use) appears to be user error related to off-label use of the device and improper or incorrect procedure or method (poor visualization) appears to be related to use error due to user not following step per IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.